Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) reported that a dialyzer blood leak occurred fifteen minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The blood leak was visually observed and blood leak test strips were not used. It could not be confirmed whether a defect or damage was seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility area technical operations manager (atom) reported that a dialyzer blood leak occurred fifteen minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The blood leak was visually observed and blood leak test strips were not used. It could not be confirmed whether a defect or damage was seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed. The complaint device was not returned for manufacturer evaluation nor have any details of an onsite inspection been reported. Four photos were provided and reviewed. The first photo shows the dialyzer connected to the machine where there appears to be blood outside of the fiber bundle in the header cap, possibly indicative of a blood leak. The second photo shows a close up picture of the product label. The third photo shows the drain lines which appears to show blood in the drain lines. The fourth photo shows another angle of the dialyzer connected to the machine. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed and a cause could not be determined.